Event description:
During the svt procedure, it was noted that the vertical screen prompted that the 1920 * 1200 resolution could not be supported which caused delays to treatment. After restarting the host computer, both displays would not display normally. After plugging and unplugging the graphics card, memory module and hard disk, the issue still did not resolve. After replacing the standby host computer and monitor, the issue was resolved and the operation proceeded normally. The procedure was completed without patient consequences. Patient's information (e.g. Age, weight, gender, ethnicity, race, patient's initials) cannot be handled by abbott in absence of patient's written consent as required by the personal data protection national legislation. National legislation prevents the recording of such information. A written consent has not been obtained in this case; therefore, this information is not available.

Manufacturer narrative:
Additional information: b5, d9, d10, g3, g6, h2, h3, h6. One ensite velocity¿ system dws6 velocity was received for investigation. Based on the information provided to abbott and the investigation performed, the root cause of the reported cannot be conclusively determined as no hardware related issues were identified during the evaluation period. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.

Event description:
Related manufacturing reference: 2184149-2023-00021. During the svt procedure, it was noted that the vertical screen prompted that the 1920 * 1200 resolution could not be supported which caused delays to treatment. After restarting the host computer, both displays would not display normally. After plugging and unplugging the graphics card, memory module and hard disk, the issue still did not resolve. After replacing the standby host computer and monitor, the issue was resolved and the operation proceeded normally. The procedure was completed without patient consequences.